Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: I reached out to customer service about item #20159e that was not flushing. There are two lot numbers that clinical staff has identified as having this issue with multiple items.

Manufacturer narrative:
H6: investigation summary : two samples (model #20159e) were returned by the customer. It was reported that the set was not flushing. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of both samples were open and those samples were able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20159e lot number 21119806 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: I reached out to customer service about item #20159e that was not flushing. There are two lot numbers that clinical staff has identified as having this issue with multiple items.